Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tip was returned with a defective heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. (B)(4).

Event description:
During a surgical procedure, the user noticed that the heat shrink tube came off. Two thirds of the heat shrink tube was found in the patient. One-third was missing. The user has no idea when and how the heat shrink tube came off. The anesthesia and procedure time was not extended there was no harm to the patient.